Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented with high capture threshold via merlin.net transmission. The lead revision was performed. The pace/sense portion of the rv lead was capped and hv portion of the lead remains in use. The patient's previous medtronic pace/sense lead is currently in use. The patient was stable before, during and after the procedure.